Event description:
It was reported that patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high capture threshold and high pacing impedance. Diagnostic imaging showed that the lead had lack of slack. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Event description:
New information received noted that the right ventricular lead was dislodged.